Manufacturer narrative:
Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d catalog, primary UDI, and serial number have now been updated. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information was provided in b5 (event description). Upon review, it was added based on the information received. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Event description:
Additional information states that the patient received (B)(4) units of packed red blood cells (prbcs) the day prior to device removal.

Event description:
An impella cp was inserted via the femoral artery to support the 65-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, and in scai stage c shock at pump insertion. The underlying medical history was not shared. On the 2nd day of support the decision was made to explant the pump due to concerns of hemolysis. The patient had hemolyzed labs and the team had infused blood products for treatment. The patient survived the pump explant. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.